Event description:
It was reported that pump display only partially lit up and affected customer¿s ability to read and interact with pump, which led to reported blood glucose level of 512 mg/dl. Customer gave correction insulin injection using multiple daily injections, planned to use multiple daily injections as backup therapy, and did not need help from any third party while technical support arranged replacement pump.